Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned. It was discarded by the customer therefore not available for a physical evaluation. This complaint cannot be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for not fully deploying the second implant from the device. The lot number for this complaint was device was reported to be either 1l58535 or l621210. A manufacturing record evaluation was performed for both reported lot numbers, and no non-conformances were identified for either lot number. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's first truespan meniscal repair peek 12 degree needle was being pushed against the meniscus when the white sleeve cracked. The sales rep stated that the first implant did not fully deploy. The device was removed from the patient with nothing left behind. The sales rep's second truespan meniscal repair peek 12 degree did not fully deploy the second implant. The sales rep stated that the first implant was removed with a grasper, but part of the second implant was lost in the patient cavity. The sales rep believed it was sucked into the shaver. The case was completed with another truespan with no patient harm, but a two minute delay to search for the portion of the implant. There was no post-operative x-ray conducted to see if any portion of the implant remained in the patient or any future surgical intervention planned. The sales rep stated the patient's tissue quality was poor. The devices were discarded by the customer.